Manufacturer narrative:
Investigation summary: bd received four photos for investigation. The evaluation of the returned photos indicated that the cap had been molded incorrectly and showcased foreign matter on the cap. Additionally, 100 retained samples were visually inspected, and no molding defects or foreign matter were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - unknown and molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed filaments outside and in between the cap of the tube on unspecified number of tubes. No patient or user impact reported.